Event description:
Olympus was informed that two pts had reportedly been diagnosed with an air embolism following an endoscopic retrograde cholangiopancreatography (ercp) procedure within the space of one month. There was reportedly no perforation associated with either event per the reporter. One pt reportedly suffered a neurological injury, was not expected to survive. The second pt was said to have "woken up" and walked out of the user facility, but it was unclear if there was any pt injury.

Manufacturer narrative:
This device was said to have been in use during the event referenced with 8010047-2011-00207. Olympus has followed up with the user facility via telephone and in writing to gather additional information regarding this event, and was informed that the subject light source was said to have been used during both procedures. The subject light source has not yet been returned to olympus for evaluation. This report will be updated once the light source is received for evaluation. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number 8010047-2011-00207, and medwatch report number (B)(4) for further information.